Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 463 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer caused of hospitalization was high blood glucose. Customer was on saline at that time. Customer was wearing the pump at time of hospitalization and was treated with insulin to get his blood glucose down.